Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. Reportedly, over the past 6 months, the pump repeatedly powered up to a blank display screen with appropriate audio and vibration alerts after battery changes. Patient reported that the display issue was resolved when the battery was removed and re-inserted. Patient denied that there was damage to the pump and the battery cap was secured properly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.